Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The battery cap and battery compartment had stripped threads. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there were pump reboots observed in the black box history. The battery compartment was undamaged. The threads on the returned battery cap were stripped and the cap was unable to maintain electrical connection therefore, pump reboots were duplicated. A test cap was used during investigation and no further reboots occurred. There was no intermittent condition found to the power circuit.